Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: during investigation, a crack was found at the top of the cartridge compartment. The returned cartridge cap was unable to be tightened. The cartridge compartment threads were no stripped but were separated by the crack. This caused the cartridge cap to be unable to be tightened. Unrelated to the original complaint, a crack in the battery compartment was found above and below the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the cartridge compartment has stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.